Event description:
The customer reported that during a scheduled service of the iabp, the iabp failed the k6a, k6, k7, k8 leak test (test #3). No pt was involved.

Manufacturer narrative:
The company representative replaced the drive assembly (part number 0104-00-0018). In an unrelated repair, he also replaced the bushing on the IV pole. The iabp was tested to factory specification. If functioned normally and was returned to the customer. (B)(4).